Manufacturer narrative:
Patient information was unavailable from the site. Replacement of damaged hardware resolved the issue. After part replacement medtronic representative went to the site to test the equipment. The system checked out and was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue. The cable failed gbit bench test on the validator. Found a broken cable wire [pin #10] lemo side. The reported issue was confirmed to be caused by electrical failure. This event was identified during a retrospective review as discussed with the FDA (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion case the imaging system was having communication issues with the monitor. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.